Event description:
The ge oec 9600 fluoroscopy system does not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty control panel pcb and aux interface pcb to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.